Manufacturer narrative:
Outcomes attributed to adverse event: added hospitalization initial or prolonged. Catalog number: 314-02-02, serial number: (B)(4), expiration date: 18-jul-2010, unique identifier (UDI) #, (B)(4). Occupation: physician. PMA/510(k)number: k042021. The revision reported was likely the result of a rotator cuff tear and/or an insufficient bond between the bone and the implant which led to aseptic (non-infected) glenoid loosening. However, this cannot be confirmed as the explants were not available for evaluation and no other information was provided. Device manufacture date: 20-jul-2005. Evaluation codes: 1924, 4002. Corrections made in the following section(s): concomitant device(s): 300-20-02, (B)(4), equinox square torque define screw drive kit. 300-01-09, (B)(4),equinoxe, humeral stem primary, press fit 9mm. 300-10-15, (B)(4), equinoxe replicator plate 1.5mm o/s. 310-01-41, (B)(4), equinoxe, humeral head short, 41mm (alpha).

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation. Concomitant devices: humeral stem, replicator plate, torque screw, humeral head.

Event description:
Primary surgery: (B)(6) 2007. Revision due to aseptic glenoid loosening and posterior sup rtc, degenerative rct. The case report form indicates this event is definitely not related to devices and possibly related to procedure.